Event description:
Same case as MFR#: 2134265-2010-03089, 2134265-2010-03127. It was reported that during a nephro ureteral stent placement procedure, stent and catheter damage occurred. When the physician went to deploy the I/e-8/24. They pulled on the suture and the suture "cut through the catheter and sliced the stent". They tried this two more times with the same type and size of device and the same thing occurred. No parts of the device were left inside the patient. The procedure was completed with another of the same device the patient status is listed as "fine" with no complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).